Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 68 mm in diameter abdominal aortic aneurysm. It was reported during the index procedure once the stent graft was implanted an angiogram was performed and a type iii endoleak was observed. A 25mm aortic extension (etcf2525c49e) was placed from below the right renal artery down 23mm into the aui the next day. The type iii endoleak was resolved post intervention. The cause of the event remains undetermined. No additional clinical sequelae were reported and the patient is fine.